Event description:
As stated from the initial reporter: during revision of femoral stem with conversion to a hip replacement on an elderly female, alligator clamp broke. Broken piece of instrument retrieved by surgeon with no harm to patient.

Manufacturer narrative:
Device was purchased from codman and shurtleff by the customer, symmetry now owns the product portfolio of the codman instruments. Instrument was purchased prior to symmetry owning the product.